Event description:
When attempting to place a mantis clip from boston scientific, the clip pre deployed. The clip was attacted to the patient so removal was not an option. After removing the deployment device from the scope, staff tested the deployment mechanism to see if it was user error. The deployment mechanism then clicked and deployed as per usual protocol, indicating that it was not user error. Deployment device was saved with original packaging along with a second mantis clip that was used but ultimately not placed.